Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot pcm415, and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used to suture inner and outer layers of tissue for a chest port. A medtronic polysorb suture was also used concomitantly. The patient was discharged and returned an unknown number of days later with unknown issues with the chest port and the absorbable suture wasn¿t absorbing. It was not reported how the patient was treated. No adverse patient consequences were reported. Additional information has been requested.